Manufacturer narrative:
(B)(4). Date sent: 08/09/2021.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, powered circular stacker did not trigger. Although battery was inserted. All steps were done correctly. Second stapler was opened - released perfectly. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 09/16/2021. Batch # u5d80f. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with staples present and anvil with uncut washer. When firing into a test skin was attempted, the device would not fire, confirming the experience. Upon disassembly, the motor plug was found disconnected. Conformal coating was found inside the mating receptacle which prevented the motor connector latches from locking to the receptacle. The conformal coating was removed from the receptacle and motor plug installed but the device still would not fire. Additional troubleshooting revealed a fractured conductor in the flex circuit adjacent to the switch at the distal end. The loose motor plug and the damaged flex circuit each by themselves would cause a would not fire condition. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.